Event description:
It was reported that during an unk procedure, the blade become hot. The tip of the blade heat, and there was some smoke and smell of burnt plastic. Another like device was used. It became hot also, but less than the first one. No additional info is available. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.